Event description:
Legal claim alleges that patient sustained damages due to his asr hip implant; however, no further information was provided. There was an indication that patient has been revised, but the date was not mentioned. (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered great pain, immobility, disfigurement and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.